Event description:
Customer stated the ventilator stopped cycling while in patient use. There was no patient harm or change in therapy. The cse inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.